Manufacturer narrative:
Continuation of d11: product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2018, product type: lead h3: analysis of the electrical stimulation lead (serial number (B)(6)) found that the lead conductor was broken within 10cm of the connector area. H6: updated device, method, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the abnormal impedances were high impedances. The rep reported that the cause of the high impedances wasn't determined. The rep reported that the lead was replaced on 2019-08-22. No further complications were reported.

Manufacturer narrative:
Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient had contacts 8-15 that were not connected on connectivity check and read as high impedance. Patient was not getting good pain relief from the stimulator so patient was taken for a lead replacement/revision. Lead fracture was reported. Patient denied any falls. Rep attempted to reprogram around contacts multiple times. Surgical intervention took place on 8/22 and the lead was replaced. The issue was resolved. Hcp had no further information. Lead was going to be returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that there were abnormal impedances on electrodes 8-15. The rep reported that the patient¿s daily stretching routine was a factor that could have contributed to the issue. The rep programmed around the electrode, but the patient stated that there wasn't as much pain reduction. The rep reported that the issue wasn't resolved and surgical intervention was to occur on (B)(6) 2019. No further complications were reported.